Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. The cause of the optical signal issue could not be definitively determined as limited clinical details were provided and no abnormalities were found on returned product.

Event description:
The complainant reported that the placement signal of an implanted impella cp pump became erroneous and then dashed out during patient support. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.